Event description:
Customer experienced false positive toxoplasmosis igg results for four pt samples. All samples were repeated on different analyzers using an alternate methodology. Sample 1, initial result 54.69 ui per ml, repeated two times gave less than 3 and 0.27 ui per ml. Sample 2, tested in late 2008, initial result 60.48 ui per ml, repeated twice gave 3.7 and 0.25 ui per ml; repeated in early 2009, this analyzer gave 59.72 ui per ml, repeated twice gave 3.7 and 0.69 ui per ml. Sample 3, tested twenty days later, initial result 74.83 ui per ml, repeated twice gave 5.9 and 2.77 iu per ml. Sample 4, tested the same day, gave 10.47 iu per ml, repeated twice gave 5.4 and 0.29 iu per ml. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.